Event description:
It was reported that a cartridge did not fit onto the pump resulting in a blood glucose (bg) level of 18.8 mmol/l. Reportedly, there was an o-ring from a previous cartridge on the pneumatic tap. The customer removed the o-ring and successfully loaded the cartridge to address the event. Customer administered a correction bolus via the pump to successfully resolve the bg.